Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a damaged upper display. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10,h11. Corrected fields: h6 (medical device-problem code). Additional info: contact person(name: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) damaged upper display. Getinge field service engineer (fse) customer has declined previously presented quote for repair to damaged display. Damage to the display is not affecting overall functionality of the device at this time. Email from customer biomed declining the repair is attached for reference. No on site visit as provided at this time. Closing the service order administratively. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.